Event description:
Reporting status: malfunction. Reporting rationale: separated proximal shaft has caused or contributed to pt injury previously. Device issue: separated proximal shaft. This event is being reported based on the returned goods analysis, which revealed the device was returned with a hypotube separation 81.3 cm distal to the strain relief tubing. There was blood and contrast in the inflation lumen, on the balloon, and on the stent implant. Attempts to obtain add'l case details were unsuccessful and it could not be confirmed if the hypotube separation occurred during use in the pt, or after use have been unsuccessful. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa revealed that the stent delivery system (sds) was returned with blood and contrast in the inflation lumen, on the balloon and on the stent implant. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 81.3 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The jacket was jagged and stretched at the separation. There were two bends in the hypotube 2.3 cm distal to the separation and 47 cm proximal to the separation. There was no other damage noted to the sds. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forward on completion.